Manufacturer narrative:
Updates to b56, h1, h6 (health effect- impact codes).

Event description:
Follow up received on 02 nov 2023: on (B)(6) 2023, the patient was continuing to receive madorpar. Due to dysphasia placement of an nj tube was requested. Ultimately the placement of the nj tube did not occur. The patient was intubated and passed away. The cause of death was microbial infection which created multiple organ failure and then death.

Event description:
On (B)(6) 2021, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2023, the patient's stoma site was severely inflammed with pus. A culture was taken which showed klebsiella. The patient was given colistin. Later in (B)(6) 2023, the patient was seen by the head of infectious diseases at the clinic who stated that the tubing should be removed for 15 days due to the infection. On (B)(6) 2023, a gastoscopy was performed. It was found at that time that the internal retention plate of the peg had migrated to the pylorus, there were no complications reported as a result of this. The peg tube was removed and the patient remained hospitalized. The patient was transferred to another hospital for monitoring where IV antibiotics were given from the start of admission through (B)(6) 2023. As of (B)(6) 2023, the patient was afebrile, but it was not known if the infection had fully recovered.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was discarded; therefore, a return sample evaluation cannot be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.